Manufacturer narrative:
Additional info has been requested. Synthesis is unable to determine mfg site or mfg date without a lot number. Synthes is unable to determine 510(k) # wihtout a part number or lot number. Investigation is on going; no conclusion could be drawn as no device was returned or lot number provided.

Event description:
Received pt x-rays from surgeon regarding proximal femur case. May have been for failures of locking proximal femur plates. X-rays show a broken screw.